Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model zcb00 24.5 diopter) was explanted from patient¿s operative eye because of patient experiencing unexpected postop refraction. There was no incision enlargement, no vitrectomy, and no sutures used. Lens with same model and smaller diopter was used as replacement for the patient. Patient was doing well. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/7/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was visually inspected with the unaided eye showing the lens was cut in half, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The reported issue could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed no other complaints have been received for this production order number . Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.